Event description:
It was reported that post dilatation, a pta balloon fiber became attached to the stent and repositioned both stents deployed from their original deployment location. After several attempts the pta balloon was disengaged from the stent and retrieved successfully; however, an add'l stent was deployed to cover the exposed lesion. There is no reported pt injury.

Manufacturer narrative:
The lot number for the device was provided. The lot records have been reviewed with special attention to the mfg and inspection of this product and the product was found to have met all specs prior to shipment. The review shows that no remarkable incidents occurred during the mfg process. In reviewing mfg and quality records, it was found that no relevant mfg process changes were implemented that could have lead to the event reported. The sample was discarded by the user facility. Therefore, a sample eval could not be performed. Based on the eval results, it is confirmed that a stent has been placed. On the images provided only one expanded stent was visible with a balloon inside but an attempted of the balloon catheter could not be identified. Therefore, the complaint will be closed with inconclusive result. Potential factors which may have contributed to the reported issue have been considered. However, based on the info available a definite root cause for the event reported could not be determined. In reviewing the labeling supplied with this product it was found that the instructions for use (IFU) sufficiently address this potential risk. Based on the IFU, the bard lifestar biliary strictures resulting from malignant neoplasms and the safety and effectiveness of the device for use in the vascular system have not been established.